Manufacturer narrative:
Additional information was provided in d.9., d.10., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Intra ocular lens (iol) returned positioned incorrectly in the iol case; one haptic is crushed against a post of the lens case well. Solution is dried on the iol. One haptic is scratched/marked-rejectable, the other haptic is intact. The optic is scratched/marked-rejectable and there is a crack on the edge of the optic. The company cartridge was returned. No damage was observed. There was no evidence of placement in a company handpiece. The cartridge was not seated or a non-company handpiece was used. The company cartridge was cleaned for further evaluation. The cartridge met specification for the presence of top coat. Two scraped areas were observed on the bottom of the cartridge. One was behind the nozzle entry and one was just inside the nozzle entry. This damage may indicate a plunger underride occurred. The root cause for the reported complaint could not be determined. It is unknown if a qualified handpiece was used. The used company cartridge was returned. Top coat dyes stain testing was conducted with acceptable results for the presence of top coat. Damage was observed to the bottom of the cartridge. This damage may indicate a plunger underride occurred. The cartridge had no evidence of placement into an company handpiece. The cartridge was not properly seated in the handpiece or a non-qualified handpiece was used. This may have caused the lens/plunger to advance incorrectly causing the reported lens damage. The instructions for use (IFU) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The handpiece IFU instructs: slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the surgeon found crack on the optic of the lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).